Manufacturer narrative:
Received two (2) photos of spiros. One (1) photo showed the top male luer end of the spiros; no damage or anomalies were observed. One (1) photo showed the side of the spiros, and the inside of the spiros was overflowing with water. The complaint of leakage on the spiros can be confirmed. The probable cause cannot be determined without the return of the used spiros and mating device. The lot history could not be reviewed due to no lot number being provided.

Event description:
An email was received regarding spiros alleging a leak during patient use. It was reported that each time, the silicon septum is depressed on the clave by the introduction of a male luer, and the septum does not return when the male luer is removed. This blocks off the clave valve, causing pump occlusion and sometimes leakage elsewhere through the buildup of pressure. The incidence of this seems to have increased noticeably in the last 12 months since the introduction of the spiros. Mating devices were 14001 and 011-ch-14. The length of device was in use was 0-3 hours. The type of procedure was chemo. Various medications were used. Sample photos were provided showing the blocks off the clave valve. There was no serious injury, and no blood loss was reported. No unprotected chemo exposure. The product is not available to be tested. There was a patient involved, no delay in critical therapy, and no adverse event was reported.